Manufacturer narrative:
Correction to h6 coding. H11: a device history review revealed no issues that could have caused or contributed to the reported issue.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was difficult to modify. The clinician was ¿not able to change the time to run fluids.¿ the event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the evaluator was able to change the time during the infusion that was originally programed to run for 15 min, to run for an additional 5 minutes. Unit was able to successfully load and run a set without discrepancies. The event history log review did not have the time and date set properly during the timeframe of the reported symptom and displayed messages such as "(B)(6) 1970 01:07:32, 394.588 [45113] clinical advisory shown/(B)(6) 1970 01:07:33 929.162 [45114] clinical advisory acknowledged/ (B)(6) 1970, 01:07:55 398.674 [45015] soft limit exceeded: entered time exceeds the upper limit of 01:15 hr:min." A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The investigation is currently ongoing, a final report will be submitted upon completion.